Event description:
It was reported that approximately eight years and seven months after implantation of the transcatheter bioprosthetic aortic valve, the patient was hospitalized with chest pain and diagnosed with a non-st-elevation myocardial infarction (nstemi). Reported symptoms included left-sided chest discomfort, shortness of breath, clamminess, and elevated blood pressure/hypertension. Medical management was initiated with enoxaparin sodium, aspirin, a statin, a beta blocker, and analgesics. Percutaneous coronary intervention (pci) was attempted; however, intervention was unsuccessful due to obstruction from the transcatheter aortic valve (tav) stent strut. A transthoracic echocardiogram (tte) performed the following day demonstrated mild transvalvular leak. Subsequent left heart catheterization (lhc) identified a 100% occlusion of the mid-left anterior descending (lad) artery, after which the patient developed pulmonary edema. A repeat tte showed mildly reduced left ventricular ejection fraction (lvef). Nine days after presentation, the patient underwent coronary artery bypass grafting (CABG) and trans-carotid artery revascularization (tcar), including a single-vessel left internal mammary artery (lima) graft. The procedure was reported as uncomplicated; however, intraoperative transesophageal echocardiogram (tee) identified moderate-to-severe aortic insufficiency (ai). Postoperatively, the patient developed severe cardiogenic shock with acute kidney injury (aki) and acute tubular necrosis, requiring multiple vasoactive infusions. The clinical course was further complicated by atrial fibrillation with rapid ventricular response (rvr), necessitating return to the operating room for placement of a non-medtronic left ventricular assist device (lvad). Intraoperative tee at that time confirmed severe ai. The patient subsequently experienced severe hyperkalemia, metabolic acidosis, and worsening aki (creatinine increased to 3.03 mg/dl) with oliguria, requiring continuous renal replacement therapy (crrt). The valve was reported as failed, associated with hemodynamic instability and ai. The patient was being considered for redo transcatheter aortic valve replacement (tavr). The hospitalization was prolonged, and the patient remained critically ill with ongoing hypertension and arrhythmias requiring advanced cardiovascular life support (acls) and pacing attempts. Thirteen days after initial presentation, the patient experienced cardiac arrest and died. No autopsy was performed. The physician assessed the event as related to the tav.

Manufacturer narrative:
Continuation of d10: product ID enveor-n-c (lot: 0008613322); product type: 0195-heart valves; product ID ls-enveor-34-c (lot: 0008794482); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.